Event description:
A patient was being transfered onto a libra from a chair, as the patient's weight went onto the libra it tipped forwards. The carer put her arm out to stop the patient falling over and pulled her shoulder. One person involved.